Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "no image, no light". No information about patient involvement. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: during the inspection the error description provided by the customer "no image, no light" was confirmed, and further defects (blade damaged, housing and cover worn) were detected. Based on the defects identified during the technical inspection, it is assumed that the most likely cause of the described fault is mechanical damage during the reprocessing process or caused by the user, which affected the electronics and led to a loss of image and light. The event is filed under internal karl storz complaint ID: (B)(4).